Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies. Device received with corroded motor home switch. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to determine critical pump error due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stopped working due to exposure to moisture. The blood glucose level of the customer was unknown at the time of the incident. The customer stated that the insulin pump was exposed to water. The customer was advised that the insulin pump needed to be replaced. The insulin pump will return for analysis.